Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad missing (piece returned). Due to this condition, it may have resulted in noise issues when the clamp arm and the blade made contact. The blade was received in good physical condition. Each device is visually inspected and functionally tested prior to shipment and, damage of this magnitude would have been detected during this inspection and testing.

Event description:
.